Event description:
Patient called lfs on april 17, 2003 alleging that their meter was reading inaccurately high. Medical affairs specialist spoke with patient on 4/18/2003 to obtain additional information. Patient explained that they had been obtaining blood glucose levels that were elevated to "500 mg/dl" or greater. Patient reported that they obtained a "high" reading in the morning and took insulin, at lunch time patient again obtained a "high" reading and took insulin, at 5 pm patient again obtained a "high" reading and took insulin. Patient stated that they had been taking r insulin based on a sliding scale regimen. Patient reported that they were asymptomatic and was not aware of anything that was about to occur. At approximately 6:30 pm patient was found unconscious by their spouse, who took patient to the ER. No blood glucose test or treatment was provided prior to going to the ER. The ER meter had read a blood glucose level less than "30 mg/dl". Patient was released after being administered 2 bags of IV. The following day pt had again tested and obtained a high reading. Pt explained that they were still unaware of any possible inaccuracies. So patient had taken insulin based on the high reading. Later that day, while at a regular doctor's visit, their meter was compared to the office meter several times and a large difference was noticed. Patient explained that their meter read "500 mg/dl" something, while the office meter read "63 mg/dl". No symptoms were reported. Patient was treated for the "63 mg/dl" reading with juice and peanut butter. No other test was performed. Patient's hematocrit level is unknown. Medical affairs walked patient through 2 control solution tests and only one test fell within range, while the other test was well above the range (189 & 275 / 148-217 mg/dl). The meter is being reported due to the adverse event.